Manufacturer narrative:
(B)(4).

Event description:
It was reported "patient diagnosed with complete atrioventricular block who arrived requiring of introducer and electrode for transvenous external temporal pacemaker, from his pass pacemaker difficult to capture, several generator changes were made, voltage and pacemaker were increased. It was still dysfunctional, the doctor decides to change the transvenous electrode. Transvenous pacemaker catheter is changed, which catches without any problem, it remains programmed generator in vvi mode, 2 sensitivity output of 1 heart rate of 80 beats / minute. " there was no report of patient death, serious injury or complications.

Event description:
It was reported "patient diagnosed with complete atrioventricular block who arrived requiring of introducer and electrode for transvenous external temporal pacemaker, from his pass pacemaker difficult to capture, several generator changes were made, voltage and pacemaker were increased. It was still dysfunctional, the doctor decides to change the transvenous electrode. Transvenous pacemaker catheter is changed, which catches without any problem, it remains programmed generator in vvi mode, 2 sensitivity output of 1 heart rate of 80 beats / minute. " there was no report of patient death, serious injury or complications.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of pacing catheter low/no signal is confirmed. The proximal wire was found broken beneath the electrode casing. The root cause of the broken electrode wire is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.